Manufacturer narrative:
The estradiol reagent lot number is 753047. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with elecsys estradiol iii on a cobas pure e 402 analytical unit in comparison to results measured on a cobas e411 analyzer. Examples are provided for five patient samples. Measurements performed on the e411 analyzer fit with the clinical status of the patients. The first sample initially resulted in an estradiol value of 121.9 pg/ml when tested on the e411 analyzer on (B)(6) 2024. This sample was repeated on the e402 analyzer on (B)(6) 2024, resulting in a value of 270 pg/ml. The second sample initially resulted in an estradiol value of 137 pg/ml when tested on the e411 analyzer. When repeated on the e402 analyzer, the result was 259 pg/ml. The third sample initially resulted in an estradiol value of 126.9 pg/ml when tested on the e411 analyzer. When repeated on the e402 analyzer, the result was 296 pg/ml. The fourth sample resulted in an estradiol value of 5.32 pg/ml when tested on the e411 analyzer on (B)(6) 2023. The sample was repeated on the e402 analyzer on (B)(6) 2023, resulting in a value of 66 pg/ml. The sample was repeated on the e402 analyzer on (B)(6)2024, resulting in a value of 143 pg/ml. The fifth sample resulted in an estradiol value of 247 pg/ml when tested on the e411 analyzer on (B)(6) 2023. The sample was repeated on the e402 analyzer on (B)(6) 2023, resulting in a value of 402 pg/ml. The sample was repeated on the e402 analyzer on (B)(6)2024, resulting in a value of 439 pg/ml.

Manufacturer narrative:
The pre-wash sipper nozzle was found dripping. The field service engineer corrected the leak by replacing the nozzle and the measuring cell magnet was adjusted. An instrument check was performed and recovered within specifications. The investigation determined the service actions resolved the issue.